Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy with bilateral salpingo oophorectomy procedure on (B)(6) 2012 for high grade cervical dysplasia. Isi was provided with the operative report. Additional information provided is limited to a single follow up note. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012, the patient presented with headache, abdominal pain, and vomiting and was admitted to a local hospital. She was found to have significant blood pressure elevation and a urinary tract infection. She was dehydrated and tested positive for opiates, marijuana, and benzodiazepines. For the evaluation of headache, a CT scan of the head was performed and showed a possible microaneurysm of the left vertebral artery.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This patient appears to have had a simple urinary tract infection following surgery. She apparently had headaches in the past possibly from hypertension. The finding of a small possible aneurysm in the vertebral artery is an incidental one and most likely unrelated to this case. No contribution from the da vinci procedure is determined. However, this complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy procedure.